Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported balloon rupture was likely due to an interaction with the calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, moderately calcified and 99% stenosed (below bifurcation) right coronary artery. The vessel diameter was 2.0 mm and the lesion length was 15 mm. After a guide wire crossed the target lesion, a 1.2x6 mm mini trek rx balloon catheter was advanced and inflated; however the balloon ruptured during the first inflation at 6 atmospheres. The device was changed to a non-abbott balloon catheter and the procedure was completed. No adverse patient effects or clinically significant delay in the procedure were reported.